Event description:
Nurse call bell not in wall unit. No alarm went off to make staff aware that call bell system inoperative. Pt dislodged IV catheter and bleeding occurred; found by nurse on doorway.